Event description:
Patient underwent anorectoplasty in 2005. Pt had a PICC line placed the previous day for administration of IV fluids and antibiotics. Pt was doing well post-operatively until the early morning hours five days later. Pt had increased irritability and at approximately 7:30 a.m. Was given morphine. Pt became bradycardic and then coded. The code was unsuccessful and pt expired. The autopsy revealed that a piece of the PICC catheter was broken and lying in the atrium. There was also what looked to be IV fluids surrounding the heart. At this point the cause of death is believed to be IV fluids in the pericardium causing a tamponade situation.